Event description:
Procedure type: wedge resection: according to the reporter: an accessory of the device separated from its I-beam kniffe blade. Re-operation will have to occur remove the foreign material from the pt. The pt currently feels intermittent chest pain.

Manufacturer narrative:
(B)(4).